Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The patient reported having psoriasis and a history of sensitive skin. The patient reported the irritation was likely a result of heat and perspiration. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient cleaned the area with hydrogen peroxide and the doctor prescribed triamcinotone ointment. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy. The patient reported having psoriasis and a history of sensitive skin. The patient reported the irritation was likely a result of heat and perspiration. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient cleaned the area with hydrogen peroxide and the doctor prescribed triamcinotone ointment. Follow up indicated the irritation improved. Supplemental report 9/10/2021: submitting report to correct section g4.